Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and also had other blood glucose of 159 mg/dl. It was reported that the customer was using auto mode. It was reported that after high blood glucose troubleshooting, customer was able to enter another blood glucose for auto mode and finally transition. The insulin pump will not be returned for analysis.